Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the lot number reported in the pervious medwatch was the supplier lot#. The synthes lot # is; 5631821. The manufacture date of this device is 25-october-2007. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit will not run, coupling head is worn, and sticking trigger. Evidence suggests this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown (B)(6). Placeholder.

Event description:
Hospital buyer who reported to anspach service and repair: a small battery drive had an unspecified malfunction. There was no patient or surgery involved when the issue was discovered. This is 1 of 1 report for complaint (B)(4).